Event description:
It was reported that bd alaris smartsite pump infusion set had foreign matter. The following information was received by the initial reporter with the following: it was reported by customer that when priming the tubing they noticed black substance in the line of the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received and tested by our quality team with the customer's complaint of foreign matter within the tubing set. Immediately upon receipt the foreign matter was realized and the complaint was verified. The foreign substance was located about 5 inches below the drip chamber and appeared brownish black. The tubing was analyzed under high power digital microscope and the origin of the foreign matter could still not be determined. The substance was removed from the tubing for further analyses and the consistency was that of melted plastic. The manufacturer and the 2426-0007 device as well as the supplier of the tubing were notified for further investigation. The manufacturer was then provided the tubing set to determine the origin of the foreign material. The root cause of this foreign material has been determined to be attributed to degraded resin buildup on the die head of the extrusion device that forms the tubing at supplier before assembly the device. Multiple quality alerts have been initiated to further train manufacturing personnel to properly clean the extrusion device and ensure "mirror like" finish before production is resumed between usage. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Sample.